Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure the balloon ruptured. The target lesion was located in the right anterior tibial artery. The 2.5 mm x 150 mm x 90 cm sterling sl balloon ruptured at rated burst pressure. The procedure was completed with another of the same devices. No patient complications were reported and patient status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).